Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing. The patient was running at the time of the shock. Exercise testing was performed in attempts to induce the oversensing. T wave double counting was present in all vectors during the exercise testing, and a t wave morphology change was observed when the rate increased to 150 bpm. Technical services (ts) recommended clinical management and the potential for a new device system. This s-ICD remains in-service at this time. No adverse patient effects were reported.